Event description:
It was reported patient's ipg became inoperable due to patient stopped charging the device. There were high impedances on both leads as well after an accident. Patient experienced ineffective therapy as a result. Surgical intervention is pending to address the issues.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.